Event description:
Pt. Augmented with saline implants in 1995. Pt noted decreased size left implant in june 2002. No problems at all until that time. No history of trauma to left breast. In 2003, pt. Underwent explant of left breast implant with placement of a new saline filled implant. Implant was removed intact, no damage during explant. No apparent holes in implant.